Event description:
Viper wire (from the orbital atherectomy system- diamondback device) fractured and sheared off into the vessel and remained in obtuse marginal artery. There is distal tip detachment of viperwire, there was no option of retrieving it due to severe stenosis in proximal vessel and distal location of the wire tip. We decided to treat by placement of des [drug-eluting stent] and trapping the wire beyond it.